Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit will not charge was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause is motherboard failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Sr8 goes in and out of charge. (B)(6) 2022 evaluation found system to shutdown prematurely when ac power is removed. Sf